Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent cystocele, rectocele and urinary stress incontinence. It was reported that following insertion the patient experienced bleeding .it was reported that patient underwent mesh removal on 03/21/2007 due to dyspareunia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent suburethral sling, placement of graft anteriorly and posteriorly. It was reported that the patient underwent mesh excision, anterior colporrhaphy and lysis of vaginal adhesion on (B)(6) 2007 due to dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent bilateral sacrospinous fixation, anterior-posterior repair and enterocele repair, transobturator mid-urethral sling (uphold), and chronic third-degree laceration repair on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.